Event description:
Report received from baxter states infusion completed in 11 hours versus the expected 24 hours. The device contained fluorouracil of unknown concentration and normal saline for a total fill volume of 44ml. Reporter states no patient injury occurred and no medical intervention required as a result of the reported condition. Per reporter the patient was afebrile at the time of the event, and the flow restrictor was taped to the patient's skin. Reporter states that no additional information regarding this event is available.